Event description:
The account alleged if he runs the knee function up, it will go up a little, stops and then runs back down.

Manufacturer narrative:
The account could not remember what was done to repair the bed. The bed has been placed into service.